Manufacturer narrative:
The model, catalog and serial number of the product has not been communicated to the manufacturer.

Event description:
It was reported to the manufacturer by the end user, per the end user, "patient was a spinal cord injury victim; during his stay he developed pressure ulcers; placed on a dolphin; developed gangrene; limb amputated". The patient was using the product from (B)(6) 2014 to (B)(6) 2015. Complaint (B)(4) was entered into our system.